Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial circumflex artery. A 2.75x12mm promus premier¿ stent was advanced to treat the lesion. However, the physician decided not to use the device and do something else. The device was pulled back but it was noted that the stent got caught on a guide catheter and the stent strut flared, got lifted and bent away from the balloon. An intravascular ultrasound was performed and the physician ended up not stenting the lesion. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent struts at the proximal end of the crimped stent were damaged and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the ostial circumflex artery. A 2.75x12mm promus premier&#10259;tent was advanced to treat the lesion. However, the physician decided not to use the device and do something else. The device was pulled back but it was noted that the stent got caught on a guide catheter and the stent strut flared, got lifted and bent away from the balloon. An intravascular ultrasound was performed and the physician ended up not stenting the lesion. No patient complications were reported and the patient's status was fine.